Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the reported issue of the pyxis anesthesia system es drawer 2.2 failure was confirmed during fse testing and further validated during the inspection process conducted in dchu. According to the work order (wo) (B)(4), the bd fse reported that opened back panel and fse found a bad/ worn retractor band. Fse replaced retractor band. Ran hta diagnostic, tested drawers. The pharmacist made inventory drawers. An external inspection was carried out in the laboratory according to the established procedure. During inspection it was confirmed that copper wires were exposed in the assy harness retractor band. Laboratory testing was not required due to the damage found. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause: it was determined that the root cause of the complaint component was generated by a damage in the assy retractor band that exposed the copper strands which compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, there was a drawer failure. As per part investigation, it was determined that there was damage observed on the assy retractor band with exposed copper strands. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that the customer attempted to recover the drawer, which would neither open nor click. The field service engineer powered off the station, removed the back panel, and identified a faulty or worn retractor band. Subsequently, the field service engineer replaced the retractor band, reattached the back panel, and powered the station back on. The hardware testing application diagnostic was executed, and the drawers were tested. The customer was asked to inventory the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, there was a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.